Event description:
Information received indicates that the trend foot lever is not working but the side rail buttons can place the bed into trendelenburg.

Manufacturer narrative:
The technician found that the CPR/trend valve was stuck and not opening. He replaced the CPR/trend valve to repair the bed.